Event description:
A report was received that the patient was having difficulty charging her implant. Patient's database analysis showed no anomalies. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of the patient's premature battery depletion has been confirmed. The analog ic was damaged. The battery depletion rate with stimulation off measured exceeded the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's lead revision. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging her implant. Patient's database analysis showed no anomalies. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.